Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient was experiencing headaches after a mechanical fall. The account reported that the patient¿s international normalized ratio (inr), liver enzymes, and white blood cell count were elevated. CT scan of the head was performed and was negative for bleeding. The patient was given 2 mg of vitamin k for elevated inr. During the admission, the patient, who also had an ongoing driveline infection, experienced elevated inr, liver enzymes and wbc count. Blood cultures were taken which were positive for pseudomonas, same as their driveline infection. The infection was determined to be bacteremia and the patient was treated with IV cefepime and oral cefuroxime, as well as one dose of tobramycin. IV levaquin was then added and oral cefuroxime was stopped. Antibiotics were continued through (B)(6) 2020 and the patient was discharged home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU is currently available. This IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. This document explains that any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The heartmate 3 lvas patient handbook, document 10006136, rev. B, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing headaches after a mechanical fall. The patient looked bad and was short of air. International normalized ratio (inr), liver enzymes, and white blood cell count were elevated. CT scan of head was negative for bleeding. The patient was given 2 mg vitamin k for elevated inr. The patient has an ongoing driveline infection. Blood cultures were positive for pseudomonas, which is the same infection type as the driveline infection. The infection was determined to be bacteremia and the patient was given IV cefepime and oral cefuroxime as well as one dose of tobramycin. IV levoquin was then added and oral cefuroxime was stopped. Antibiotics were continued through (B)(6) 2020.